Event description:
A report was received stating that a patient was burned while charging. Patient states to have been burned six times and the burn site is very itchy and red. The burn is the size of the charged located over the implant site. Furthermore, the patient's ipg pocket was revised to another location and there have been issues on burns over the other site as well. The physician did not prescribe any treatment, however, the patient used cream on the burnt site.